Manufacturer narrative:
A device history record (DHR) review of lot 17730474 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f exoseal vascular closure device sterile bag was cracked. Another exoseal from the same box was used to complete the procedure. There was no reported patient injury. The product was not clinically used and will be returned for analysis.

Event description:
As reported, the 5f exoseal vascular closure device sterile bag was cracked. Another exoseal from the same box was used to complete the procedure. There was no reported patient injury. The product was not clinically used and will be returned for analysis. There was no damage to the shipping box or the product box. There was evidence that there was a breach in sterility as the inner packaging was open. The product was stored in the lab in a drawer for products. The actual product was not damaged.

Manufacturer narrative:
Corrected (manufacturing site name and address) manufacturing site country to united states. As reported, the 5f exoseal vascular closure device sterile bag was cracked. Another exoseal from the same box was used to complete the procedure. There was no reported patient injury. There was no damage to the shipping box or the product box. There was evidence that there was a breach in sterility as the inner packaging was open. The product was stored in the lab in a drawer for products. The actual product was not damaged. One non-sterile exoseal vascular closure device f5 was received inside a plastic bag. No original packaging tray/outer box or unit sterile bag were returned for analysis. Per visual analysis, no damages/anomalies were found on received device. A device history record (DHR) review of lot 17730474 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - frayed/split/torn - inner package¿ could not be confirmed through analysis since the device was not returned with the inner packaging. The exact cause of the failure reported by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, handling factors may have caused the damages reported. As warned in the instructions for use, which is not intended as a mitigation, ¿do not use the exoseal vcd if the package is damaged or any portion of the package has been previously opened. Do not use the exoseal vcd if the device appears damaged or defective in any way. Do not use the exoseal vcd if the sterile field has been broken where bacterial contamination of the sheath or surrounding tissues may have occurred; a broken sterile field may result in infection.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.